Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery compartment was damaged and the battery cap was unable to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the battery compartment was cracked above and below the grip pad to the case seal. The battery cap with the pump was unable to attached to the pump's battery compartment due stripped threads. A test cap was used for the rest of the investigation. Unrelated to the battery compartment issue, the display screen was found to be dim and discolored. The keypad cover was torn at the up key. The keypad cover was removed and contaminaton was found on all of the keypad button contacts but all of the keys were working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.